Manufacturer narrative:
It was reported that the following measurements were taken from CT - 26mm @ lcc, 23mm @ lsa and distal seal zone 23mm. It was reported that the angulation was generally unremarkable. After initial angiogram it was decided to use a 28mm device but after further study, the physician opted for the 28/28/182 instead of the 28/22/173 initially discussed. The thoracic aneurysm was 60+cmm with extravasation around the proximal and mid descending thoracic aorta. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a patient for the endovascular treatment of a 70mm diameter thoracic aortic aneurysm. There was a pre-operative aneurysm rupture. It was reported that during the index procedure, it was intended to implant the device from the distal edge of left common carotid to the mid descending thoracic aorta. The device was introduced and deployed precisely at the location identified. No additional runs were done prior to deployment. The graft appeared to be perfectly placed, however a post implant run was initiated and it was discovered that the left common carotid had been covered by the stent graft. Left arm access was made and a wire was placed to cross the covered portion of the left common carotid. It was reported that the wire caused a dissection plane necessitating emergent carotid/carotid-carotid/subclavian bypass. The physician commented that the coverage of the left common carotid was likely due to the patient anatomy and not a device issue. The problem was caused by the inadvertent wire placement creating a dissection plane proximal to the left common carotid. It was reported that the patient was doing well in the ICU three hours post-op, was alert and moving extremities but then suddenly coded and died of a massive haemorrhage one day post the index procedure. The cause of death was reported post-implant rupture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.